Event description:
It was reported that a patient's stimulation was on, but they were unable to increase it. It was reported that when the patient pushed the "+" button she got an out of regulation (oor) error message. It was reported that the patient could feel stimulation, but it was strong enough for her. It was noted that the patient was implanted on (B)(6) 2013. It was stated that the patient was able to verify that stimulation was on. The patient was programmed to group 1 at 9.8 v and when she tried to turn up stimulation she got the oor message. It was stated that the patient had an appointment with her surgeon on (B)(6) 2013. It was noted that the patient had started running a fever. It was stated that they were going to be working with stimulation. It was noted that the patient was implanted "in the front". Additional information received reported that the patient had an elective replacement indicator (eri) after a short implant duration. It was stated that the reason was most likely due to the patient's high settings, but the managing physician was surprised but the eri status. It was noted that longevity calculations indicated that the battery longevity was about 3 months with the settings the patient had used. It was stated that the eri happened in less than two months. An impedance test was run with no shorts and the impedances were "excellent". It was stated that the patient rarely turned stimulation off. Additional information received reported that the patient was having issues using the programmer to turn the implantable neurostimulator (ins) off at night. It was stated that a representative instructed the patient to turn stimulation off at night. It was stated that the eri message had stopped the patient from using the programmer. It was stated that this problem started "immediately" after implant. It was noted that the patient received help with clearing the eri message. It was noted that the patient "lacked basic understanding of button use".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type programmer, physician. (B)(4).